Event description:
It was stated that the pump moved around in the pocket making it difficult to access during refills. Pt had a pump pocket and catheter revision. The pump was moved to a different location and hence the catheter was extended. A 8596sc catheter was added to the existing 8709sc catheter for extra length. A 8709sc pump connector 7.6cm was removed. The 8709 81.4cm section was not aspirated of drug and the 8596sc catheter was not primed before connecting it to the 8709 catheter. The pt would go without drug for a period of time. It was later reported that pt had effective therapy and always did, "just tired of being stuck a bunch of times at refill". Pt had lost a lot of weight (over 100 lbs) since initial implant. No troubleshooting was done. Drugs infused were morphine and clonidine.

Manufacturer narrative:
(B)(4).